Manufacturer narrative:
The reported complaint of clave blockage could not be confirmed. Without the return of the sample or photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unspecified date, a 7" (18 cm) appx 0.25 ml, smallbore ext set w/microclave®, clamp, rotating luer was reported to have broken during patient use. The reporter stated " clave blockage." The quantity affected is 2 and not available for return for investigation. There was no patient harm reported.